Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and there were no signs of physical damage. Functional test was conducted and the device passed the testing. Hence, the failure mode reported by the customer cannot be replicated. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the physician reported that the first device completed the ablation but the physician went it with a scope and saw no burn, for which he used a second device but did not pass initial cavity assessment. The physician used a rollerball between devices. After the procedure the patient was hemorrhaging for which ended up requiring a hysterectomy. It is unknown the cause of the hemorrhage at the time of this report. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.